Manufacturer narrative:
Section a, field a4: information requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in ventricular tachycardia (vt). Log files were sent. Upon analysis of the log files, it was found that it was mostly filled with pulsatility index (pi) events. The equipment was noted to be operating as intended.